Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Reported events: one event was reported for this quarter. Product return status: one device was received for evaluation. Evaluation status: one event was confirmed during testing. One device was found to be affected by missing paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had paint chips missing. One event had no patient involvement; no patient impact.